Manufacturer narrative:
Physicians (oncologist) (B)(6).

Event description:
Treatment provided in the form of device explant and chemotherapy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma alcl and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl, seroma late.

Event description:
Healthcare professional reported that a patient had a confirmed diagnosis of alcl via pathology. Pathological markers of cd30 positive and alk negative have been reported. Additionally reported was "right breast seroma." The device has been explanted. This record represents the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported that a patient had a confirmed diagnosis of alcl via pathology. Pathological markers of cd30 positive and alk negative have been reported. Additionally reported was "right breast seroma." The device has been explanted. This record represents the right side.